Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) , product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4) product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had her foot removed on christmas day. It was reported that the patient did not know whether it was related to device. It was reported that the patient got an infection in her body. It was noted that the patient was diabetic. Additional information received reported that the patient still had concerns with her device or therapy. It was stated that she had not received any assistance from her healthcare professional or manufacturer¿s representative. It was noted that the patient stated this was ¿the worst thing I have ever done!¿ it was noted that the patient indicated that she couldn¿t get a response from her manufacturer¿s representative.